Manufacturer narrative:
Four brand-new samples list#011-c3300 and one new, bd plastipak 10 ml syringe were returned for evaluation. As received no physical damage, anomalies or gaps between the blue body and spike were observed. The iso dimensional test of the male luers and the syringe were measured and met the iso design specifications. Complaint of separation was not able to be confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a clave¿ neutral connector where it was reported the blue component was coming apart from the body of the connector, rendering it unusable and meaning the bung had to be replaced. The status of the product at time of event was during infusion during induction of a patient undergoing general anesthesia. There was no serious injury, no blood loss, no unprotected chemo exposure, adverse operator consequences, and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. The customer stated the clear plastic bungs seem a courser casting and seem prone to be cross threaded. They used to the opaque mat blue bungs which can cross thread too, but the clear ones seem easier to cross thread. They have never previously been able to remove the body of the bung while un-attaching a syringe. The medication involved in the event is only intravenous (IV) hartmanns. There was patient involvement and unknown patient harm.